Manufacturer narrative:
Method: internal memory and ECG was reviewed for this incident. Result: disarm voltage was higher than expected range. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in a delay of therapy.

Event description:
During deployment AED made internal "no" shock decision, but powered off before a "no shock advisory" was issued. (B) (4).